Event description:
A female with a past history of ischemic heart disease, hyperplasia (a course of medication), hostile abdomen, bilestone, and acute cholangitis, underwent aaa repair in 2007. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. After the procedure, a type iii endoleak was confirmed from a pinhole from the left side of the proximal part of the stent graft. On the following month, a type ii endoleak from the inferior mesenteric artery was confirmed and the type iii endoleak was resolved. No add'l procedures performed. Follow up in 2008 confirmed the type ii endoleak from lumbus at level of l3/4 but no add'l procedure was performed. Then approx ten months later, the type ii endoleak from the left proximal portion was still visible but again, no add'l procedure was performed. Pt's status is unk at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindicates, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occuring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. At this time there is no evidence to suggest the device was not manufactured to specification and without add'l info or images, we are unable to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.